Event description:
It was reported that "I was informed on (B) (6) 2008 by the surgeon that x-rays taken on (B) (6)-2008 revealed that a patient's rods had been dislodged from both bottom screw heads (in s1) with caps till intact. The surgeon states he completed final tightening correctly. No revision surgery currently scheduled."

Manufacturer narrative:
In addition, screws catalog numbers 486611645, 486611735, and 486611835, and rod catalog number 486615045 were reported as part of the same construct. Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.